Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 32 mg/dl. Reportedly, the reason for the low bg was unknown. Customer consumed liquid sugar to address impacted bg level. Customer declined to provide further information. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The reported event is not a reportable issue, and was filed inadvertently.

Event description:
It was reported that due to the customer being physically active while playing soccer, the customer experienced a low blood glucose (bg) level of 32 mg/dl. The contact reported that the low bg event was not caused by the pump.